Event description:
It was reported that the patient experienced an unknown sensor issue which occurred the day the sensor had been inserted into the arm. On (B)(6) 2023, the patient experienced a burning sensation at the sensor site and chest pain after insertion of the dexcom sensor. The patient reported that the symptoms had lessened by the time of report but was still having ¿slight chest aches and burning¿. Dexcom technical support advised for the patient to seek medical attention as needed. There was no report of treatment or medical intervention. It was also noted that the patient is allergic to lidocaine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).